Event description:
Pt on iabp secondary myocardial infarction/ventricular septal defect, alarmed 3 times for iabp connection. Tubing checked, all connections checked. No problem noted; on 3rd alarm rechecking connections blood noted flowing back in tubing. Iabp then d/c'd by physician who was in room at time.